Event description:
On (B)(6) 2012, a school nurse contacted lifescan (lfs) alleging a onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 915am. The school nurse reportedly tried to test a student but the subject meter would not power on. The cca was advised the student manages his diabetes with insulin (type/ amount not specified). It is not known if changes were made to the student's usual diabetes management routine. The school nurse denied the patient developed symptoms. At 930am that same morning, the nurse gave the student juice to drink as treatment. No other device was used for testing. At the time of troubleshooting, the cca noted there was no evidence of misuse and the correct test strips were being used for testing. The subject meter powers on when a test strip was inserted or when the power button was pressed. Replacement products were sent to the school. Although there is no indication of a serious injury due to the alleged issue, this complaint is being reported because a student allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter involved with this complaint was returned without a battery. Product analysis installed a new battery and the meter worked properly. The 510(k) # is k061118.